Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the circumstances that led to the reported issues was a change in activity. The patient changed the program but it had not helped and the issue had not been resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported that they were in bad pain where the implant was located. Patient has an appointment scheduled to see their health care professional. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had been ¿peeing like 50 times a day,¿ and having pain; they noted they did not have these issues with the trial. Troubleshooting had already included trying all 4 programs and increasing stimulation; when they increased stimulation, it hurt. It was stated that they thought the implant battery was dead, but it was reviewed that what they were seeing on their programmer (pp) screen was regarding the pp batteries. The patient changed the pp batteries and was able to sync with their ins, and reported seeing the ¿ins on¿ icon. No further patient complications are anticipated or expected as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was urinating more with the permanent implant than they were with the trial. Additionally, the caller indicated that the patient was experiencing bladder pain. Prior to the call the patient had tried increasing stimulation and then started to experience pain so the patient turned stimulation back down. At the time of the call the patient was set to 0.5 on program 3 and stimulation was confirmed to be turned on. The patient was advised to follow-up with their healthcare provider (hcp) to discuss their symptoms and the ability to change programs. The patient's symptoms were sudden in that the patient identified a specific date of onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.